Event description:
A metal piece fell out of the pump while family member was changing the reservoir. It was stated that the bgs have been high for a couple days, but it was not felt that the pump was the cause of high bgs since customer was treated for high bgs with manual injections. The reservoir was removed from pump to test the movements of the driver arms and the driver block. All parts appeared to moving properly and no parts appeared to be moving. Customer reverted to back up plan.